Event description:
Towards completion of a robotic assisted bilateral inguinal hernias repair an unexpected piece of orange colored material was visualized in the pt's abdomen. Staff were able to retrieve what appears to be the coating of the curved monopolar scissors; however, it appears that a fragment remains unaccounted for despite further flushing and searching.